Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station's drawer failed. The field service engineer (fse) conducted diagnostics, checked under all pockets, and removed debris. The fse had resolved the issue by reseating the row board cable and cleaning the retractor. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, drawer was encountered a failure. The customer reported that the malfunction caused a delay in dispensing the medications to the patient and the user managed to retrieve the medication from another device. There were no adverse events or injuries reported based on this incident.